Event description:
The medtronic paradigm pump did not seem to deliver the correct bolus dose. The device bolused 4 units of insulin and no effect on blood sugar was observed. In addition the blood sugar kept increasing despite additional bolus doses and the entire pump set was changed and new battery replaced twice within 8 hours to troubleshoot the high blood sugars. The blood sugars did not return to normal until emergency insulin shots were administered without use of the pump. The blood sugar escalated to 301 mg/dl with no effects observed with repeated pump corrections. A new novolog vial was used, new reservoir and new infusion set used for the two pump set changes on 4.25.21 am. FDA safety report ID# (B)(4).